Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the reported event (distal cover detachment) was likely caused by the following: the cover likely overlapped the hook at distal end of the scope, not going over it completely. As a result, the attachment of the cover was insufficient which caused the cover to easily fall off the scope. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual chapter 4 - 4.1 (detection), operation manual chapter 3 - 3.5 (preventative measures). This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report was submitted by the importer under the importer's report number (B)(4). The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Hold lm 7.25 a user facility reported to olympus that during endoscopic retrograde cholangiopancreatography for stent placement, the single use distal cover of the evis exera iii duodenovideoscope fell off into the patients mouth upon removal of the scope. This did not cause a significant delay. The staff attempted to retrieve the cover by hand, but it ultimately required removal via forceps in the mouth. No additional medical intervention was required. The cover had been secured prior to use; it was also inspected prior to the procedure to ensure the cover had been fully seated. No anti-fog agents were used. The procedure was not completed, but this was due to patient anatomy/disease and unrelated to the cover detachment. No other adverse events occurred. This event requires two reports: patient identifier (B)(6) is for the evis exera iii duodenovideoscope (this report). Patient identifier (B)(6) is for the single use distal cover.